Event description:
A complaint was received from the spouse of a dex user that reported that the user had received a blood glucose value of 4 mg/dl followed by a result of 18 mg/dl. Spouse stated that "they knew the meter was not reading right". While on the phone a review of the system was conducted. It was learned that most of the "hundreds unit" was missing segments. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.